Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ posiflush stopper was separated and the clinical experienced blood exposure. The following information was provided by the initial reporter: material no:unknown batch no: unknown. It was reported via posiflush pmcf survey that the clinician experienced exposure to blood, difficulty connecting to the needless system and the stopper separated from the plunger within the past 12 months.